Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had operating currents within specification and no blank display was noted. The insulin pump was programmed with a basal rate and monitored and all profiles were properly delivered and recorded in the basal screen. The insulin pump had minor scratches on the display window, cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump display screen went blank and that the basal rates were missing. No blood glucose reading was given. Nothing further was reported.